Event description:
During routine testing of the device, the hosp biomedical equipment tech observed that if the sync button was activated after the defibrillator charge had been initiated or completed, the device would intermittently not discharge on the next sensed qrs complex. It was rpt'd that the unit would eventually complete the synchronized discharge, however with a slight delay. The tech was able to duplicate the anomaly on other devices of the same model within the facility.

Manufacturer narrative:
Physio-control investigated the alleged event and was unable to duplicate the anomaly when proper operating procedures were followed. Product literature for the synchronized cardioversion procedures instruct the operator to select a lead for monitoring, press the sync button, confirm the syn marker is correctly positioned on the ECG, adjust if necessary and then press the defibrillator charge button. The reported anomaly is inherent in all devices and can only be duplicated intermittently when the synchronization mode is activated after initiation of the charge cycle. Product literature was reviewed with the rptr and the device returned to the customer for use.